Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ipg migration/flipping in the pocket. The patient has effective therpay coverage. The patient may undergo surgical intervention.

Event description:
Follow up information received. It was reported that the patient underwent a system explant on (B)(6) 2019.